Manufacturer narrative:
Date of event: (B)(6) 2019. Date of this report: (B)(4) 2019. The philips service engineer (se) inspected the device. The se performed performance verification testing on the unit and all tests passed.

Event description:
It was reported that the ventilator had a blower stalled error code. There was no patient involvement. The event date was not specified; estimate used.